Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 07-aug-2019 from a healthcare professional (hcp) who reported that the patient had cellulitis above the pump site. The patient also had a fever and spasticity. The patient was treated with IV (intravenous) antibiotics vancomycin and ceftriaxone and then changed to ceftin and doxycycline for 3 weeks. It was noted that the patient had been on daily antibiotics for years with only a couple of breaks due to chronic skin infections. On (B)(6) 2019 the patient was taken to surgery. The pump was removed. The pocket was debrided, and surgical cultures were sent which were still pending as of (B)(6) 2019. No pus or abscess was visualized. The pocket was inspected and found not to be infected. The pump was replaced secondary to battery life issues/eri (elective replacement indicator). The new pump was placed into the original pocket and the catheter was left in place. The patient tolerated the procedure well. The patient¿s medical history included cerebral palsy and spastic quadriplegia and allergic reactions to zyvox and clindamycin. The patient¿s concomitant medications had included eliquis (transitioned to lovenox), hydrocod one-acetaminophen, oral baclofen, cefuroxime, topical clotrimazole, divalproex, doxycycline, klonopin, clonazepam, lactobacillus rhamnosus, levothyroxine, subcutaneous lovenox, miralax, sennagen, and artane. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was initially received from a consumer regarding a patient receiving baclofen via an implanted pump. The indication for pump use was cerebral palsy and intractable spasticity. On (B)(6) 2019 it was reported that the patient was currently in the hospital with a confirmed infection right above his pump. The infection was sitting right on top of the pump, so they could not fill it. Per the reporter, the infection was associated with the refill event on (B)(6) 2019. The pump had been lowered a bit to give them a little bit of time to treat the infection. Per the patient¿s grandmother, they were trying to get someone to come and ¿dial down¿ the pump some more so they could try and treat the infection. Additional information was received on 19-jul-2019 from a healthcare professional (hcp) via a company representative who reported that a nurse from a pain clinic had gone to turn the pump down. No further complications have been reported as a result of this event.